Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h11: imdrf device code a051104 captures the reportable event of jaws failure to close.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lymph node of the lungs during a biopsy procedure performed on (B)(6) 2024. During insertion, when actuating the handle, a cracking sound was noted, and the cups could no longer close. Another coredx was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lymph node of the lungs during a biopsy procedure performed on (B)(6) 2024. During insertion, when actuating the handle, a cracking sound was noted, and the cups could no longer close. Another coredx was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of jaws failure to close. Block h11: the returned coredx forceps was analyzed, and a visual and microscope inspection observed the device had residues from the procedure. The links were observed detached, and one of the jaws was bent. A functional test could not be performed due to the device condition. Based on all available information, the observed issues could have occurred due to excess manipulation. It is most likely that excess force applied to the device such as insertion through another device or interaction with the scope, caused the damages observed. These conditions limited the overall performance of the device, making the jaws unable to close. The bent jaw could have been generated if the jaws were open during insertion. Any contact with the scope could also bend the jaws. Once the jaws are bent, they could get stuck and any attempt to operate the device can cause the links to detach. Therefore, the most probable root cause is adverse event related to procedure.